Event description:
As reported, during a percutaneous transluminal angioplasty (pta), a 7mm x 40mm 120cm s.m.a.r.t. Control self-expanding stent (ses) was unable to cross through the target vessel and could not reach the target lesion. As a result, the 7mm x 40mm 120cm s.m.a.r.t. Control ses was removed and another s.m.a.r.t. Control ses was used to complete the procedure. There was no reported patient injury. An approach was made from the femoral artery to treat a lesion in the common iliac artery. The s.m.a.r.t. Control ses was prepped per the instructions for use (IFU) without difficulty. Prior to inserting the s.m.a.r.t. Control ses, the guidewire port was flushed, and it was verified that the stent was contained within the outer sheath of the system. An unknown balloon catheter was used to pre-dilate the lesion and was able to successfully reach the lesion without difficulty. The 7mm x 40mm 120cm s.m.a.r.t. Control ses was then used but encountered difficulty while advancing towards the lesion. It was verified that the device did not kink or bend at any time during the procedure. The device will be returned for evaluation. Addendum: product analysis revealed a separated condition was observed on the stent delivery system located approximately at 118 cm from the distal tip. Additional information regarding the condition of the returned device was requested but not provided.

Manufacturer narrative:
During a percutaneous transluminal angioplasty (pta), a 7mm x 40mm 120cm s.m.a.r.t. Control self-expanding stent (ses) was unable to cross through the target vessel and could not reach the target lesion. As a result, the 7mm x 40mm 120cm s.m.a.r.t. Control ses was removed and another s.m.a.r.t. Control ses was used to complete the procedure. An approach was made from the femoral artery to treat a lesion in the common iliac artery. The s.m.a.r.t. Control ses was prepped per the instructions for use (IFU) without difficulty. Prior to inserting the s.m.a.r.t. Control ses, the guidewire port was flushed, and it was verified that the stent was contained within the outer sheath of the system. An unknown balloon catheter was used to pre-dilate the lesion and was able to successfully reach the lesion without difficulty. The 7mm x 40mm 120cm s.m.a.r.t. Control ses was then used but encountered difficulty while advancing towards the lesion. It was verified that the device did not kink or bend at any time during the procedure. The device will be returned for evaluation. Addendum: product analysis revealed a separated condition was observed on the stent delivery system located approximately at 118 cm from the distal tip. Additional information regarding the condition of the returned device was requested but not provided. The device was returned for analysis. A non-sterile unit of ¿ses smart control 7x40 120¿ was received coiled inside of a clear plastic bag. Product was unpacked and laid on a tray to proceed with the product evaluation. The unit was received not deployed and the stent was still properly mounted. A separation condition was observed on the stent delivery system located approximately at 118 cm from the distal tip. No other damages or anomalies were observed. Dimensional analysis was performed to verify the correct outer diameter (od) on the profile of the stent. Measurements were taken at three different places on the stent area and two near to the separated zone. Results were compared and were found within specification. The separated area was analyzed using a vision system observing evidence of elongations and stretching characteristics at the separated edges area and it is very likely that the same factors that caused the elongations and stretching contributed to the separated condition found on the received device. The elongations and stretching observed could be related to an application of a force that induced a material stretching/deformation until separation. No other anomalies were found during analysis. Functional test could not be performed due to the nature of the complaint. A product history record (phr) review of lot 17978698 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported events. The reported ¿stent delivery system (sds)-ses ~ tracking difficulty¿ could not be properly evaluated due to the nature of the complaint. Dimensional analysis results for the outer diameter (od) were found within specification. The reported ¿stent delivery system (sds)-ses ~ separated¿ was confirmed, as a stent delivery system separation was noted on the device, as received. Elongations are typically noted when the end user applies an excess force (tensile forces) which exceed the yield strength of the device causing separations(s) on the device. Therefore, it is reasonable to consider that procedural or handling factors such as the user¿s interaction with the device during use and or vessel characteristics might have contributed to the reported events. According to the instructions for use (IFU) ¿advance the device over the guidewire and through the introducer to the target site. If resistance is met during delivery system introduction, the system should be withdrawn and another system used. If resistance is felt during retraction of the outer sheath do not force deployment. Carefully withdraw the stent system without deploying the stent.¿ neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective or preventive actions will be taken at this time.